Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "the top balloon cannot be inflated". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in bio-hazard bag. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. The outer lumen was noted damaged at approximately 47cm to 51cm from the iabc luer end. The iabc central lumen within the flex-tip assembly area was noted broken; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 76.3cm from the iabc luer. The end of the inner cannula (iabc central lumen) pierced the bladder at approximately 72.5cm from the iabc luer. The bladder was noted damaged, consistent with being torn at approximately 72cm to 73.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. Due to the returned state of the sample, the device was not able to be functionally tested the reported complaint that "the top balloon cannot be inflated" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen could result in an inability to inflate. The broken central lumen was found to pierce the bladder and the bladder was found torn in multiple spots. Additionally, the outer lumen was found to be damaged. Due to the combined damages and returned state of the device, it could not be confidently determined which damage occurred first and caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the inability to inflate. The root cause of the inability for the catheter to inflate is undetermined.

Event description:
It was reported "the top balloon cannot be inflated". Additional informaiton states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".